Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - during use, a fire occurred potentially involving the signia device as the source, causing damage both to the signia power handle and charger. The product sample or additional supporting materials from the account were not available for analysis. Based on the evidence available there was not enough information to make any determination. Without the sample a detailed investigation could not be performed, and definitive cause could not be identified. However, based on the information provided in the event and/or other source, the suspected or most likely cause of the event was not traced to the device. A lot/serial number was not provided or was invalid; therefore, a review of the appropriate device history record could not be performed. The investigation determined that the cause of the event was not related to the product. Additional info: b5, & h6 (eval code conclusion) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, a fire occurred potentially involving the signia device as the source, causing damage both to the signia power handle and charger. To resolve the issue, the products were replaced. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, a fire occurred potentially involving the device as the source, causing damage both to the power handle and charger. To resolve the issue, the products were replaced. A handpiece and charger from consignment was provided. There was no patient involvement.